Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. Due to the jagged / brittle nature of the remaining tip material, a possible cause is that the device was exposed to external chemicals used during decontamination / sterilization of clinical environments or extreme environmental conditions during storage outside of merit's possession. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Merit medical south jordan received a catheter that appears to be a tip detachment. It is currently unknown when or how the tip detached. Blood is present on the device so it is likely to have been during a procedure. No additional information has been provided. Additional information has been requested.